Event description:
The customer reported a possible over infusion. The infusion was started at 13:38, and paused at 14:45. At 15:18 the infusion bag was found empty. The vtbi was set at 460 mls and the rate at 100 ml/hr. There was no pt harm or medical intervention. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted once the eval is completed.